Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the alleged complaint of the monopolar curved scissors tip cover accessory breaking.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the tip cover accessory broke. There was no reported injury.

Manufacturer narrative:
The probable root cause of a damaged tip cover was attributed to either improper installation onto the monopolar curved scissors (mcs) instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there were no energy leaks, and the scissors have been properly covered with the tip cover. Also, no part of the surface was visible in orange. The procedure was completed robotically and there were no injuries to the patient.